Event description:
Baxter IV pump malfunctioned while infusing propofol. Pump was plugged in and battery full. Pump briefly flashed a malfunction alarm saying to turn pump off and then on again. I turned it off, then on. Pump worked initially, but then the pump shut off again. The patient was given IV push propofol while troubleshooting pump. Pump taken out of service and brought to anesthesia office. Added to pump log. Per clinical engineering interrogation: "they programmed a propofol infusion for a new patient at 13:02 (9:02am), putting it in standby until 15:56 (11:56am). It ran until 17:03 (1:03pm), when they received a ¿pic counts per cam error¿, which I know does request that the pump be restarted. That is essentially the pump detecting a discrepancy in the number of rotations of its inner workings and needing to be reset. This doesn¿t happen very frequently but is a known thing that happens with these pumps. My best guess is that they didn¿t restart the infusion after rebooting it and it went into sleep mode. They realized this and restarted the infusion at 17:25 (1:25pm) and continues to run until 18:36 (2:36pm)."